Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate. The customer declined to provide the amount of insulin the cartridge had been filled with, and declined to perform troubleshooting with tandem technical support. There was no reported impact to the customer's blood glucose level. It was confirmed that the customer will use manual injections until the replacement pump arrives.